Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she had high blood glucose and noticed the battery was dead and device was off. Customer's blood glucose was unknown. No troubleshooting was done. Customer will not be returning the device for analysis.